Manufacturer narrative:
Event date: (B)(6) 2019. Model #: mb153010.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer determined the most likely cause of the issue if the o2 safety valve. The customer reported the screenshot of the log files show from the o2 gas path test, the o2 safety valve is leaking with approximately 1 lpm. It is visible in the logs that the alarm was not triggered during a running ventilation.

Event description:
The customer reported while using the bellavista 1000, the device displays "no oxygen (o2) dosing possible" alarms while connecting to the o2 supply to the machine. The customer reported that the o2 gas path test that the o2 safety valve is leaking with approximately 1 lpm. The customer reported there is no patient involvement associated with the event.